Manufacturer narrative:
Arjo contacted the customer and asked for sling availibility for further evaluation. Further information will be provided upon manufacturer's investigation conclusions.

Manufacturer narrative:
(B)(4). Additional information will be provided upon investigation conclusions.

Event description:
It was reported to arjo representative that there was an incident with the involvement of passive loop sling and minstrel passive floor lift. It was reported that during transfer from the bed to the wheelchair, the loop failed at the stitching and caused the patient to fall out of the sling to the ground. As the consequence of the event patient sustained left occipital wound. The humerus fracture was also suspected. The resident was taken to the hospital and it remains unknown whether she is still in the hospital.

Manufacturer narrative:
Arjo contacted the customer and asked for sling availibility for further evaluation. Product return to the manufacturer (arjo dominican republic) was initiated for further testing. Final results will be provided upon manufacturer's internal investigation conclusions.

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers #3007420694, #9611530, #3012292104, #9681684. Currently, these products are to be submitted under arjo dominican republic registration #3012292104. It was reported to arjo representative that there was an incident with the involvement of passive loop sling and minstrel passive floor lift. It was reported that during patient¿s transfer from the bed to the wheelchair, the loop failed at the stitching and caused the patient to fall out of the sling to the ground. As the consequence of the event the resident sustained left occipital wound. The humerus fracture was also suspected. The resident was taken to the hospital. No further details were provided. After the incident arjo qualified representative visited the customer to conduct an interview and the device evaluation. It was confirmed that the loop stitching (the part of the sling which is attached to the lift¿s spreader bar) was found to be torn apart. Following the technician¿s statement, the condition of the sling was poor due to its normal wear and tear. No malfunction was reported regarding the lift. Arjo has made a decision to collect the claimed sling and send it to the manufacturer arjo dominican republic to determine probable root cause of the reported incident. The visual inspection of the sling indicated, that it was found to be worn and its label was completely faded. This indicates that the sling was worn out due to regular use. However, manufacturer was able to read serial number of the sling, which was still stitched to the sling and established that at the time of event sling was over 7 years old. The sling dimensions were verified. The measures taken indicated that all parameters, except for the broken loop, were within the manufacturer¿s specification. Due to the loop stitching breakage a load test could not be performed. Failure of the loop, initially reported, was confirmed, shoulder loop broke in the stitching. Taking into account that sling was worn out, it was concluded that the probable root cause was related to incorrect sling inspections prior to use, as specified in the instruction for use. The instructions for use for slings (max81687-m-int issue 7) provides procedure regarding proper sling inspections and lifting process. According to the IFU: ¿the operational life of the sling/stretcher is dependent on the actual use conditions. Therefore, before use, always make sure that the sling/stretcher, loops, cords and straps do not show signs of fraying, tearing or other damage and that there is no damage, (i.e cracking, bending, breaking) to the attachment clips. If any such damage is observed, do not use the sling.¿ "the slings should be checked before and after every use with each resident and if necessary washed according to instructions on the sling.¿ "sling should be stored away from direct sunlight where they are not subject to unnecessary strain, stress or pressure or to excessive heat or humidity. The slings should be kept away from contact with sharp implements, corrosive or other possible causes of damage.¿ the system - loop sling and floor lift was used for the patient¿s care and in that way contributed to the alleged event. There was not defect within the lift, but the loop was found torn due to stitching failure and from that perspective the sling did not meet the manufacturer¿s specification. We report this event to competent authorities because during patient transfer, the loop broke and caused the patient to sustain serious injury.